Event description:
It was reported that an implantable neurostimulator (ins) over-discharge was suspected. It was noted there was a communication problem and that while the patient tried charging on the day of the report, he only got a ¿reposition antenna¿ screen on the recharger. After trying to reposition the antenna, the patient still got poor communication. It was noted the last time he changed was on (B)(6) 2014 and would charge every couple of days. It was noted the patient was not feeling stimulation at the time of the report. The reporter noted that when the patient tried connecting with the patient programmer, he got the poor communication screen. It was noted that the patient had an appointment on (B)(6) 2014 but didn¿t wanted to wait that long. It was further reported that there was a broken connector pin on the desktop charger. Anomaly appeared to have occurred through product use. No indication of patient harm. It was further reported that the use of the antenna locate (al) feature resulted in a power on reset (por) being displayed on the recharger which then led to the normal recharging screen that appeared. It was noted that the last stimulation was on (B)(6) 2013. It was further reported that there was a por as a result of doing the al feature because of no telemetry. No physician mode recharge was used for the patient. It was noted that the por code was 0x8. The reporter noted the patient claimed the recorded recharger statistics were inaccurate. It was noted the patient stated he recharged the implant every three days and had recharged numerous times successfully since (B)(6) 2013 which was the latest recharging session recorded by the recharger. It was noted the patient last felt stimulation on (B)(6) 2013. The reporter noted that the por was successfully cleared and routine checks were done on the impedances with all at normal range at the default settings. The implant was turned back on and parasthesia was in the normal place and stimulation was turned back on. The patient was able to get 8 coupling bars with the recharger. It was noted the patient¿s next appointment was on (B)(6) 2014, at which they would pull the recharger statistics and see if it was accurate and in alignment with the clinician programmer and neurostimulator time. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).